Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below example for review. Date time sg value bg value: a. (B)(6) 2025 around 10.00 pm 81mg/dl (sg) - 162 mg/dl (bg). The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior. No clinical symptoms were reported and the incident did not result in any patient harm.

Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care escalated the case and reviewed the alert history, which showed multiple "sensor suspend" and "app performance" events. The issue was similar to a previous sensor inaccuracy case(MFR # 3009862700-2025-01064), where the same sensor was involved and had been replaced, although the hcp chose not to insert a new one at that time. Following additional monitoring, next level support recommended replacing the sensor again under (MFR # 3009862700-2025-01064). The user was instructed to rely on their glucose meter until the replacement was completed. The case was closed after confirming that the replacement had been initiated. B4.date of this report 05 nov 2025. G3.date received by the manufacturer? 05 nov 2025. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.